Event description:
It was reported four different doctors used the clamp on four different patients and each had bleeding. Therefore, they suspected the circumcision clamp.

Manufacturer narrative:
This complaint was reported by allied healthcare products' direct customer, (B)(4). The reported issue by the user facility was: "four different doctors used the clamp on four different patients and each patient had bleeding. Therefore, they suspect the circumcision clamp." The clamp was not returned for evaluation. Therefore, the clamp involved could not be evaluated to investigate this complaint. Further, it could not be determined if the clamp involved in the surgery was a gomco circumcision clamp distributed by allied healthcare products, the age of the clamp, if components of the clamp had been mixed with other gomco circumcision clamps of other sizes or mixed with parts from another manufacturer, or if improper sterilization techniques had been used at the user facility. This MDR is being filed retroactively in an abundance of caution in that the company has not been able to determine the root cause with respect to reports of bleeding.